Manufacturer narrative:
Per the user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and an insulin injection was administered. After changing the pump supplies, the customer had disconnected the luer lock to put the pump in the case and was thought to be a possible cause of the high bg. A pump system check and the pump was found to be functioning as expected. Tandem technical support assisted the customer with changed the infusion set tubing and site. Insulin delivery was resumed.